Event description:
Reporter stated that user from facility reported that upper row of displays showed only zeroes for volumes and specific gravities. The reporter had the user recycle power, check the display self test and bring up the info on the pt whose data were displayed when the event occurred. The displays passed the self test, but the upper displays continued to show only zeroes. The user confirmed that volumes and specific gravities had been programmed for the stations and that the volumes were greater than 0.3ml. The user was advised not to use the unit, which will be returned for eval. There was no pt involvement.

Manufacturer narrative:
Evaluation: the unit was received and cleaned before testing was accomplished. It passed all accuracy tests, however the upper stations displayed zeros in the volume and specific gravity windows instead of the amount programmed. After removing the transfer set, the displays began to work properly. The unit was sent to repair. The technician could not confirm the display problem. After extensive testing, the unit was found to be working properly and has passed qa final inspection.